Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10b11043 and h10k05047 with no issues noted during the manufacturing process. Root cause has been determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the homepatient (hp) told baxter during a follow up call regarding an unrelated issue that he had abdominal pain, vomiting and cloudy peritoneal effluent (pd) on (B)(6) 2011. The hp called his peritoneal dialysis nurse (pdrn) who instructed him to come to the dialysis clinic. The hp began treatment for peritonitis that day. He was treated with gentamicin intraperitoneally (ip) for 4 doses with ciprofloxacin 250mg orally twice daily for 30 days. The hp stated that the pd effluent was clear at the time of this report. A follow up appointment is scheduled at the pd clinic on (B)(6) 2011. Baxter also then contacted the pdrn who gave causality as the presence of the hp's dog and dander in the air during pd therapy. The pdrn stated, "the hp isn't the best housekeeper and that the event could have been pet related. That's all I'm going to say."

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.